Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm rec'd info that this ventricular lead was revised due to intermittent high threshold measurements. No adverse pt effects were reported. Our records show this lead remains in service suggesting the lead was repositioned. Should add'l info become available, this event would be updated.